Manufacturer narrative:
Title radiofrequency ablation for hepatocellular carcinoma: 10-year outcome and prognostic factors source the american journal of gastroenterology, volume 107, 2012(569¿577). Date of publication: 13 december 2011. (B)(4).

Event description:
According to literature source of study performed on february 1999 and december 2009, 1,294 (87.1 %) underwent percutaneous ablation, including radio frequency ablation (rfa). A total of 67 complications were encountered. Complications of the 2,982 treatments listed include neoplastic seeding (24), hemoperitoneum (12), hemothorax (5), massive hepatic infarction (6), gastrointestinal preformation or penetration (5), gallbladder injury (2), cerebral infarction (1). Complications occurred in only 2.2% of treatment.